Event description:
It was reported that an unspecified error message occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported that the patient experienced an episode of unresponsiveness which occurred an unspecified number of days after the sensor had been inserted into the abdomen. According to the report, the patient was feeling sleepy and went to sleep after lunch. There was no mention of cgm readings, alerts, alarms, or bg prior to the patient going to sleep. The daughter was unable to wake the patient from sleep, so she gave her 25 grams of unspecified sugar. The patient was still not responsive following treatment with unspecified sugar, so the daughter brought the patient to the emergency department (ed) for evaluation. The patient was hospitalized for 3 days during which time she was treated with unspecified insulin injections and dextrose. The patient also underwent a magnetic resonance imaging (MRI) to evaluate unspecified symptoms. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected. The concluded cause is not adequately described by any other term.